Manufacturer narrative:
Initial.

Event description:
It was reported that the user called for infusion set supply change guidance while using an inset and experienced a low glucose alarm with a measured glucose of 70 mg/dl, had already consumed oral carbohydrates, and earlier overnight data indicated a significant drop to the device¿s low threshold; the device problem could not be characterized due to insufficient information and no specific device component could be identified. Symptoms included hypoglycemia with diaphoresis and shaking. Outcomes included that the event was characterized as serious and required medication in the form of oral glucose. Investigation included communication with the user and analysis of information provided by the user. Investigation of this case revealed no findings available and no device issue identified due to insufficient information. It was concluded, based on previously established findings for similar reports, that the cause was not established. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.